Event description:
It was reported to amo sales representative that intraocular lens (iol) was explanted from patient's right eye due to unexpected post-operative refraction. No incision enlargement and no vitrectomy procedures were performed. A replacement lens was placed. Replacement lens is of the same model lens but different diopter (zmb00 diopter +18.5), serial number (B)(4). With the lens exchange, patient outcome was noted to be ok post-operatively. It was noted that an error was presumed in biometry or in labeling (wrong 16.0 diopter), by the doctor. No further information has been provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - unexpected post-operative refraction.it was noted by the reporter that an error was presumed in biometry or in diopter labeling.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection showed that the lens was received in one piece. The lens was contaminated with dust particles present. This is expected as the device was transported from a controlled environment during manufacturing to a non-sterile, non-controlled environment. The optic of the lens was torn. The condition of the iol was consistent with an iol that has been explanted from the patient's eye. Diopter verification could not be performed due to the condition of the iol. Manufacturing records were reviewed including device history records, sterilization records, environmental monitoring records, process and/or material changes. All were within specifications and without deviations or nonconformances. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.